Event description:
A malfunction alarm occurred with a pump during use, as reported by the distributor rubin medical ab in sweden. The impact on the customer's blood glucose level was unknown, as the customer declined to provide this information. Corrective actions included the decision by technical support to replace the defective pump, with instructions given to the customer to use manual delivery of insulin (mdi) as a backup therapy to avoid interruption. The customer was guided to place the faulty pump into storage mode and instructed to return it with a pre-paid label within ten days, which the customer comprehended and agreed to.